Event description:
It was reported in a follow up routine it was noted that the hydrogel disappeared early, due to this event it was suspected that the hydrogel flowed into the prostate capsule. No patient injuries had been reported.

Manufacturer narrative:
Blockd4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Blockh6: device code a1502 captures the reportable event of gel misplacement non-vascular.